Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, brown particles, opening on anterior, wear abrasion and crease fold. A visual and microscopic analysis was performed which identified opening sharp, opening striated. Base on the device analysis the final assessment is: -a sharp opening on radius due to an unidentified (tear) opening. -a striated opening due to surgical damage consist in the use of some surgical tool. -creases are observed but have no relationship with manufacturing. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of left side ¿pain¿, ¿rupture¿, ¿extensive double capsule¿, ¿calcification¿, ¿some additional folds which are not clearly radial in origin and are suspicious for lntracapsular implant rupture¿, and ¿there is a little bit of peri implant fluid which is not uncommon for textured implants¿. The device has been explanted.